Manufacturer narrative:
The units of measure for the beckmann coulter method were miu/l. Investigation of the patient sample found an interfering factor to the f(ab')2 fragment of the assay antibody. This interference is covered in product labeling.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for tsh on a cobas 8000 e 602 module, serial number (B)(4). The tsh on the e602 module was > 100 miu/l. The sample was repeated on a beckmann coulter analyzer with a tsh of 0.17 (units of measure not provided). It is unknown whether the results were reported outside the laboratory. The patient was not adversely affected. The customer is unwilling to provide any further information.